Event description:
The customer reported that vasoseal was used on 7/6 without complications. The pt was transferred to ccu and later developed a large hematoma. The pts hct level dropped to 23.5 and 2 units of packed red blood cells were given on 7/7. After the transfusion the pt's hct level increased to 33. The pt deceased due to other complications, not related to vasoseal as per the physician.